Event description:
When the syringe cradle ("v" shaped gray piece that supports the syringe barrel) is missing, the user may not recognize that piece is missing and/or needed because the machine will operate without it. This may cause medication/solution errors with a potential for significant pt harm and/or death. Rptr believes this is an opportunity for design and/or labeling changes.